Event description:
It was reported that a philips sonicare 4100 series powered toothbrush charger caught fire while charging. No injuries were reported.

Manufacturer narrative:
B3: the event date is approximate. Product was not returned for evaluation; therefore, a malfunction of the device could not be determined.